Event description:
It was initially reported that a loss of therapeutic effect occurred. Acute pain was described as a symptom that occurred in the last couple days. It was stated that prior to the latest lead revision on (B)(6) 2012, the patient originally felt the stimulation in her right foot but then after the swelling went down, the stimulation in her foot disappeared and she could only feel it in her right hip. The patient had tried making adjustments with her programmer but that hadn't solved the issue. It was also stated that "this was her 10th surgery." It was mentioned that "this happened the last time she had her neurostimulator implanted as well." About one month later it was reported that the patient was having issues with her device and "was going over all choices before doing anything." Less than two months later it was stated that the patient was seen by her healthcare professional (hcp) on (B)(6) 2012. Impedances were within normal limits. Reprogramming was attempted but not to the patient's satisfaction. The patient was not "happy" with the stimulation pattern she was experiencing. It was stated that the patient had fallen on her back two weeks prior to the event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported the patient was seen by her physician on (B)(6) 2013. The stimulation system was checked, and impedances were within normal limits. The patient was still experiencing inadequate stimulation coverage. The patient and physician discussed options including lead revision, but no outcome of the discussion was provided.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3550-39, lot # n355252, implanted: (B)(6) 2012, product type accessory. (B)(4).